Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited unacceptable thresholds and impedance values. Clotting had occurred on the device during implant and within the delivery system itself despite copious flushing. It was also noted that there was fluid coming out of the back of the delivery system. An alternate leadless ipg was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.